Event description:
It was reported that prior to implant the device was interrogated and showed a low battery voltage. The device was not implanted. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis revealed an integrated circuit lock-up. (B)(4).